Event description:
It was reported that the pt experienced a loss of therapeutic effect following the receipt of hearing aids. The pt also experienced a tingling or shocking sensation in her head where the leads were implanted. Add'l info has been requested, but was not available as of the date of this report. Reference MFR report #3004209178-2009-04585.

Manufacturer narrative:
(B) (4)